Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report 2032227-2014-60413.

Event description:
The customer reported that the insulin pump buttons were scrolling up, got stuck and alarmed motor error. Customer stated removed and put back in the battery and got battery error message and keypad unresponsive. Troubleshooting was done. Customer's blood glucose was 80 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.